Manufacturer narrative:
An event regarding corrosion involving a ceramic head was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: not performed as medical records were not provided for review. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, operative reports, pathology reports, patient history x-rays and return of the device are needed to fully investigate the event. No further investigation is required at this time. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Patient underwent revision for mechanical problems with the head-neck taper junction. Patient underwent femoral osteotomy for non-union. Modular head and neck revised

Manufacturer narrative:
Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient underwent revision for mechanical problems with the head-neck taper junction. Patient underwent femoral osteotomy for non-union. Modular head and neck revised